Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer did not have the insulin pump at the time of the call and was advised to call back to troubleshoot. The customer's blood glucose was 600mg/dl at the time of the incident and was 199mg/dl during the call. The customer was also being treated for nausea when asked about symptoms. The customer did not feel okay to troubleshoot and also did not have the insulin pump, so they were advised to call back to continue troubleshooting. It was indicated that the insulin pump will not be returned for analysis.